Manufacturer narrative:
The investigation of the returned coil system found the device stuck inside the returned microcatheter. The investigation confirmed the coil system device was not a microvention device. Due to the unreturned microvention coil, the investigation is unable to determine the cause of the reported complaint.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached inside of the microcatheter. The coil was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention.